Event description:
It was reported, during a right femur bone harvesting for a autograft for the right tibial plateau procedure, the surgeon was reaming the femur. During the reaming 2 of the 4 reamer head prongs broke off the reamer head. The surgeon retrieved one of the prongs and the other prong could not be retrieved without causing significant delay of intraoperative time. The delay in surgery was confirmed as less than 14 minutes. The surgeon decided to leave the fragment implanted. The surgery was completed successfully. No other medical intervention was required. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis patient initials (B)(6).. This instrument is not intended for implant/explant. A review of the device history records showed: the manufacturing documents were reviewed and the lot conformed to specifications and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Placeholder.